Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had keypad issues then alarmed button error. The customer stated that all types of numbers suddenly appeared on the screen, the insulin pump overheated and then the insulin pump alarmed button error. The customer's blood glucose was unknown. While troubleshooting, the customer stated that she was wearing the insulin pump in her bra area while outside. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.